Event description:
Bayer case number: (B)(4). Strong allergic reactions to metals on my body [allergy to metals] arthrodesis in both feet / disability due to my arthrodesis in both feet, difficulties putting on shoes and doing sports [foot arthrodesis] very strong joint pain [joint pain] insomnia [insomnia] severe fatigue [fatigue extreme] multiple allergies [multiple allergies] muscle pain [muscle pain] dry mucous membranes [mucosal dryness] constantly thirsty [thirst] dryness of eyes [dryness of eyes] vaginal dryness [vaginal dryness] gene mutation of my cells [gene mutation] basal cell carcinoma [basal cell carcinoma] colon cancer [colon cancer] difficulty in walking [difficulty in walking] rejection of one of the metal implants [device rejection] memory problems [memory disturbance] getting words mixed up [word finding difficulty] loose teeth [loose tooth] tooth sensitivity [sensitivity of teeth] retinal detachment [retinal detachment] floaters in vision [floaters in eye] cardiac arrhythmias [cardiac arrhythmia] permanent bone pain [bone pain] joint pain (especially in the feet, hips, shoulders, hands, neck and knees) [foot joint pain] hips pain [painful hips] shoulder joint pain [pain in joint involving shoulder region] neck joint pain [painful joints]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on 02-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("strong allergic reactions to metals on my body") and arthrodesis ("arthrodesis in both feet / disability due to my arthrodesis in both feet, difficulties putting on shoes and doing sports") in a 45-year-old female patient who had essure inserted (lot no. B34522) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("rejection of one of the metal implants" in 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6)2013, the patient had essure inserted. In 2015 she experienced allergy to metals (seriousness criterion intervention required), joint pain ("very strong joint pain"), insomnia ("insomnia"), fatigue ("severe fatigue"), multiple allergies ("multiple allergies"), myalgia ("muscle pain"), mucosal dryness ("dry mucous membranes"), thirst ("constantly thirsty"), dry eye ("dryness of eyes"), vulvovaginal dryness ("vaginal dryness"), gait disturbance (" difficulty in walking"), memory impairment ("memory problems"), aphasia ("getting words mixed up"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity"), retinal detachment ("retinal detachment"), vitreous floaters ("floaters in vision"), arrhythmia ("cardiac arrhythmias"), bone pain ("permanent bone pain"), foot joint pain ("joint pain (especially in the feet, hips, shoulders, hands, neck and knees)"), painful hips ("hips pain"), pain in joint involving shoulder region ("shoulder joint pain") and painful joints ("neck joint pain"), was found to have gene mutation ("gene mutation of my cells"), basal cell carcinoma ("basal cell carcinoma") and colon cancer ("colon cancer") and underwent arthrodesis (seriousness criterion disability). Essure was removed on (B)(6)2024. The patient was treated with surgery (to remove essure). At the time of the report, the arrhythmia had resolved and the insomnia, fatigue, retinal detachment, vitreous floaters, bone pain, foot joint pain and painful joints had not resolved. The outcomes for allergy to metals, joint pain, multiple allergies, myalgia, mucosal dryness, thirst, dry eye, vulvovaginal dryness, gene mutation, basal cell carcinoma, colon cancer, arthrodesis, gait disturbance, memory impairment, aphasia, loose tooth, hyperaesthesia teeth, painful hips and pain in joint involving shoulder region were unknown. No causality assessment was received for essure with regard to joint pain, insomnia, fatigue, multiple allergies, allergy to metals, myalgia, mucosal dryness, thirst, dry eye, vulvovaginal dryness, gene mutation, basal cell carcinoma, colon cancer, arthrodesis, gait disturbance, memory impairment, aphasia, loose tooth, hyperaesthesia teeth, retinal detachment, vitreous floaters, arrhythmia, bone pain, foot joint pain, painful hips, pain in joint involving shoulder region or painful joints. The reporter commented: period of occurrence: during 2015, symptoms worsening in 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Strong allergic reactions to metals on my body [allergy to metals]. Arthrodesis in both feet / disability due to my arthrodesis in both feet, difficulties. Putting on shoes and doing sports [foot arthrodesis]. Very strong joint pain/knee and neck joint pain [joint pain]. Insomnia [insomnia]. Severe fatigue [fatigue extreme]. Multiple allergies [multiple allergies]. Muscle pain [muscle pain]. Dry mucous membranes [mucosal dryness]. Constantly thirsty [thirst]. Dryness of eyes [dryness of eyes]. Vaginal dryness [vaginal dryness]. Gene mutation of my cells [gene mutation]. Basal cell carcinoma [basal cell carcinoma]. Colon cancer [colon cancer]. Difficulty in walking [difficulty in walking]. Rejection of one of the metal implants [device rejection]. Memory problems [memory disturbance]. Getting words mixed up [word finding difficulty]. Loose teeth [loose tooth]. Tooth sensitivity [sensitivity of teeth]. Retinal detachment [retinal detachment]. Floaters in vision [floaters in eye]. Cardiac arrhythmias [cardiac arrhythmia]. Permanent bone pain [bone pain]. Joint pain (especially in the feet, hips, shoulders, hands, neck and knees) [foot joint pain]. Hips pain [painful hips]. Shoulder joint pain [pain in joint involving shoulder region]. Case narrative: the below report was received by health authority ansm (reference number: (B)(4)) on (B)(6) 2024. The most recent information was received on 11-dec-2024. This spontaneous case was originally reported by a consumer and describes the occurrence of allergy to metals ("strong allergic reactions to metals on my body") and arthrodesis ("arthrodesis in both feet / disability due to my arthrodesis in both feet, difficulties putting on shoes and doing sports") in a 45-year-old female patient who had essure inserted (lot no. B34522) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device rejection ("rejection of one of the metal implants" in 2015). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. In 2015 she experienced allergy to metals (seriousness criterion intervention required), joint pain ("very strong joint pain/knee and neck joint pain"), insomnia ("insomnia"), fatigue ("severe fatigue"), multiple allergies ("multiple allergies"), myalgia ("muscle pain"), mucosal dryness ("dry mucous membranes"), thirst ("constantly thirsty"), dry eye ("dryness of eyes"), vulvovaginal dryness ("vaginal dryness"), gait disturbance (" difficulty in walking"), memory impairment ("memory problems"), aphasia ("getting words mixed up"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity"), retinal detachment ("retinal detachment"), vitreous floaters ("floaters in vision"), arrhythmia ("cardiac arrhythmias"), bone pain ("permanent bone pain"), foot joint pain ("joint pain (especially in the feet, hips, shoulders, hands, neck and knees)"), painful hips ("hips pain") and pain in joint involving shoulder region ("shoulder joint pain"), was found to have gene mutation ("gene mutation of my cells"), basal cell carcinoma ("basal cell carcinoma") and colon cancer ("colon cancer") and underwent arthrodesis (seriousness criterion disability). Essure was removed on 17-jan-2024. The patient was treated with surgery (to remove essure). At the time of the report, the arrhythmia had resolved and the insomnia, fatigue, retinal detachment, vitreous floaters, bone pain and foot joint pain had not resolved. The outcomes for allergy to metals, arthrodesis, joint pain, multiple allergies, myalgia, mucosal dryness, thirst, dry eye, vulvovaginal dryness, gene mutation, basal cell carcinoma, colon cancer, gait disturbance, memory impairment, aphasia, loose tooth, hyperaesthesia teeth, painful hips and pain in joint involving shoulder region were unknown. No causality assessment was received for essure with regard to joint pain, insomnia, fatigue, multiple allergies, allergy to metals, myalgia, mucosal dryness, thirst, dry eye, vulvovaginal dryness, gene mutation, basal cell carcinoma, colon cancer, arthrodesis, gait disturbance, memory impairment, aphasia, loose tooth, hyperaesthesia teeth, retinal detachment, vitreous floaters, arrhythmia, bone pain, foot joint pain, painful hips or pain in joint involving shoulder region. The reporter commented: period of occurrence: during 2015, symptoms worsening in 2020. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 59 kg. Lot 34522, manufacture date:2013-05, expiration date:2016-05-31. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 11-dec-2024: quality safety evaluation of ptc. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.